Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent revealed damage. Proximal strut rows 1-2 were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no signs of kinks or damage. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16apr2018. It was reported that crossing difficulties were encountered. The 85% stenosed, 28mm x 3.00mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. With the aid of a 6f 3.5 non-bsc guide catheter, a non-bsc guidewire crossed the lesion and pre-dilatation was performed with a 2.00 x 10mm balloon. A 3.00 x 28mm promus element¿ plus was then advanced but failed to cross. Subsequently, the lesion was pre-dilatated multiple times; however, the device still failed to cross. The procedure was completed with a 3.00 x 30mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, product analysis revealed that proximal stent damage occurred.